Manufacturer narrative:
Correction to section d6a, implant date. This section was populated in error. The stent graft was not implanted during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; the attending physician attempted to deploy the stent externally after the surgery, but encountered significant resistance. After multiple attempts, the outer sheath of the stent was partially deployed, but the outer slider was damaged. The stent was subsequently discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer. It was reported that during the index procedure, significant resistance was encountered during deployment and the stent graft could not be deployed. The device was removed from the patient, and a another stent graft was deployed without issue. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use and no issues were noted. The instructions for use IFU) were followed during prep and deployment attempts. There was no resistance encountered when advancing the delivery system into the patient. The stent was initially attempted to be deployed by rotating the sliding handle, but the outer sheath did not retract even after rotating the slider more than six times. The slider handle was rotated back to its original position and the trigger was used in attempt to quickly deploy the stent, but it did not deploy. The slider outside the trigger could not be moved. No graft cover movement was observed during deployment attempts. The "handle disassembly technique was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.